Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that air mixed (air bubbles) into the eye and he was not able to see inside the eye during two cataract procedures on the same day. The air bubbles were not resolved by replacing hand piece. The air bubbles were removed by aspirating with a hand piece. The two procedures were completed without replacing the cassette. There was no harm to the patients. The product samples were not retained. No additional information is expected. This is one of two reports.

Manufacturer narrative:
The device history record (DHR) review showed the order was built and released per specification. The customer returned three unopened non suspect product, the suspect product was not returned. The unopened samples were visually and functionally tested and met specifications; the customer's complaint could not be duplicated. The root cause of the customer's complaint could not be established as the returned products met specifications. (B)(4).